Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that there were no circumstances that led to the ins not charging to 100%. The patient had a consult with their health care provider (hcp) on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient could charge the implantable neurostimulator (ins) but it would only get to 3/4s and never fully charge to 100%. This started happening a couple of months ago in 2018. The patient got full coupling boxes. The patient had tried to get beyond 3/4 full almost every day. It was noted that the patient worked at a hospital but no recent effects from emi were reported. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that they met with a representative to try and program it, but it was not successful. No further complications were reported.